Manufacturer narrative:
The current instructions for use (IFU) contains the following: precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the potential root cause could have been that the aligner may have exerted pressure on a structurally compromised tooth with a weak junction between the buildup and the root. According to aligns clinical evaluation shows a documented discolored tooth, suggesting possible prior trauma. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had a tooth loss (permanent damage), and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had the symptom of a fractured tooth (1.5) during treatment that required extraction. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.